Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 6 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the patient presented emergently with a ruptured aneurysm due to a type iii endoleak in the aneurx iliac limb (MFR# 2953200-2009-01339). The endoleak resulted from a fabric tear of the contralateral limb, which was caused by a stent fracture. In addition, the bifurcated stent graft had migrated 2.5 cm distally, because the aortic neck had dilated from 22 mm to 27 mm. The physician elected to repair the fabric tear in the limb graft by successfully implanting a talent iliac limb graft and also intervened for the migrated bifurcated stent graft by successfully implanting a 30 mm talent aortic cuff proximally. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Intervention required. Evaluation: results: graft migration, aortic neck dilatation, (lot and catalog numbers unknown). Evaluation: conclusion: aortic neck dilatation, (lot and catalog numbers unknown).